Manufacturer narrative:
(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported interference lines in the image during a colonoscopy procedure with an olympus colonovideoscope. The procedure was completed using a backup device. There was no patient injury reported.